Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105/call pd nurse alarm (night drain #5) occurred on a home choice device. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. This event occurred at the end of the therapy while the patient was connected. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.